Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose. The blood glucose was 38 mg/dl and sensor glucose was 58 mg/dl. Customer treated low blood glucose with sweet tarts. Before lunch the blood glucose went up to 101 mg/dl. Customer reports sometimes her blood is double of sensor glucose. The blood glucose was 177 mg/dl and then bloused with 2.7 units, then blood glucose down to 81 mg/dl, customer drank something and gave 6 bolus then blood glucose increased to 141mg/dl and decreased to 57 mg/dl. Customer drank something to raise blood glucose and it increased to 89 mg/dl. Blood glucose was 38 mg/dl, 50 mg/dl, 101 mg/dl and 89 mg/dl, 69 mg/dl. Customer ate and bloused for low blood glucose. Blood glucose mentioned was 74 mg/dl. Customer was just doing manual boluses. Customer stated she adds extra carbs when sugar is 250 mg/dl that she is not eating. She needs insulin. Customer give herself insulin, she has to add carbs she is not eating because it does not let her go in and give herself insulin. Customer declined troubleshooting for the low blood glucose and sensor glucose verses blood glucose and change sensor. The insulin pump will not be returned for analysis.